Event description:
The customer stated that the lh750 instrument leaked blue diluent. The volume of leak was ½ ml and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found a broken connector on top of the bath that is part of the bleach fitting. He replaced the broken connector (bleach fitting) on the wbc bath and that fixed the leak and corrected the drain pressure that was preventing proper drainage of the wbc bath. Upon recur the failure mode identified is likely to impact wbc/hgb results due to carryover. This is due to improper drainage of the wbc bath that is associated with the broken connector (bleach fitting), which has a check valve to control the bath pressure. (B)(4).